Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient's back started hurting yesterday or maybe the day before. The patient said at first they thought it was from planting flowers and then today when they walked they found that the pain moved from their right hip and down their legs. They also found a hard, big lump on implant site. No further complications were reported as a result of this event.